Event description:
It was reported that the cleo infusion set exhibited repeated ¿line blocked¿ alarms during infusion. The patient attempted to resolve the issue using the current cassette and by resuming a bolus delivery; however, the cannula fill was prolonged, and the alarm recurred even when the tubing was disconnected from the infusion site. Bubbles were observed in the tubing, and re-priming was attempted without insulin flow. There was patient involvement, but no harm was reported. The reported event may result in occlusion in the tubing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.